Event description:
It was reported the customer received a blank display on their insulin pump. The customer stated their battery compartment was not damaged or corroded. It was also found the customer did not expose their insulin pump to moisture. The customer reported that their battery spring was corroded. Customer's blood glucose was 397 mg/dl. Customer treated their blood glucose with a manual injection. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
No unexpected blank display was noted. The insulin pump passed the displacement test and the off no power test. The operating currents were within specification. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a cracked reservoir tube. Slightly corroded battery tube and battery cap contacts were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).